Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR #: 2134265-2010-04168, 2134265-2010-04169, 2134265-2010-04170, 2134265-2010-04171. It was reported that during an unspecified treatment procedure, the guide wire coating peeled off the device. The lesion location and lesion characteristics are unknown. Three of the five zipwire hydrophilic guide wires were introduced into the patient and the physician noted that the guide wire coating peeled off each device during the procedure. It is unknown if any of the peeled coating detached inside the patient. During preparation of the remaining 2 zipwires, the physician noted that the coating was peeling and did not use these two wires inside the patient. No patient complications were reported and the patient's status is ok. Additional information has been requested and it is not available.